Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for low blood glucose. No blood glucose reading was reported. Prior to the hospitalization the customer changed the infusion set for the first time on her own and then was found unconscious. The customer stated that she was priming the insulin pump and 100 units of insulin was delivered into her body. There were low reservoir alarms in the alarm history. Troubleshooting was performed and the insulin pump passed the displacement test. In addition, the customer stated she will talk with her trainer for further instructions.